Event description:
It was reported that during a pt event where the pt was only being monitored, the device was intermittently losing power. The device powered off by itself on two separate occasions during this event but did not cause the pt to suffer any adverse effects as a result.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the battery connector pins wer loose. The pins were then tightened, and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.